Event description:
(B)(4), initial report: this non-serious spontaneous case report from (B)(6) was reported by a consumer and forwarded by our local affiliate ((B)(4)). This case has been upgraded to serious by gpe. This case involves a (B)(6) female pt who received poly-l-lactic acid therapy (sculptra) to 'iron out acne scars". The pt received three sessions of injections with the last one administered in (B)(6) 2007. Relevant medical history includes salivary gland problem (nos). There are no concomitant medications. In (B)(6) 2009, the pt had a magnetic resonance imaging (MRI) scan as she had been experiencing salivary gland problem. An internal small mass was detected in the deep parotid gland, high up by the cheekbone near the left ear. There was nothing obvious externally. On (B)(6) 2009, the pt saw a specialist to have a needle biopsy, but this was not carried out as the mass was too deep. The reporter did not wish to be contacted for follow up and did not provide their general practioner details. No further info expected. Event outcome is ongoing. A pharmaceutical technical complaint (ptc) has been initiated. (B)(4). Addendum for follow-up info received on (B)(6) 2009: ptc results revealed: brr (batch record review) without hint to root cause. Handling error by customer. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved MFR batches marketed in (B)(6). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: related to handling error.